Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported problem of ¿audible alarm¿ was confirmed. The alarm history was reviewed and motor rate error alarm and primary audible alarm in the pumps history. The cause was worn drive-train parts. The pumps drive-train components were replaced including-lead screw, clutches, and worm coupling. In addition, the pumps speaker, plunger case, alternating current (ac) receptacle and barrel clamp assembly were replaced. The pump was recalibrated and tested, passing all performance testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an audible alarm. Patient involvement was unknown.